Event description:
During a coronary drug eluting stenting treatment procedure, difficulty fully deflating the balloon occurred. The lesion was located in the left internal mammary artery (lima). The physician successfully deployed a taxus express- 3.5 x 20 mm drug eluting stent at 18 atms. While retracting the stent delivery system (sds) into the guide catheter the physician felt resistance. The physician had to pull hard for the sds to enter the guide catheter. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."